Event description:
The customer reported that there were distorted lines on the display.

Manufacturer narrative:
The customer reported there were distorted lines on the display. The unit was evaluated by a philips representative, and the reported symptom was duplicated. Replacing the display resolved the reported issue.